Event description:
It was reported that the shaft of the pk dissecting forceps instrument is scratched and no pieces fell into the patient. No further information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed the distal end of the main tube has a 3.25 inch long section with material removed all around the tube. Damaged area is located 1.5 inches above tube extension, parallel to tube axis, with a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. The instrument is fully functional. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received.